Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine while the home patient (hp) was connected. The patient line and patient line extensions had been properly primed. The hp had not disconnected prior to the alarm. The bags were properly connected and there were not any open clamps on any unused lines. There was nothing unusual noted about the supplies. The baxter technical service representative (tsr) advised the hp to start over with all new supplies or perform capd (continuous ambulatory pd) to complete therapy and inform their pd nurse (pdn) of the se 2240 alarm occurrence. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.